Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The purge valve, safety disk, batteries and 2500 hour maintenance kit were changed during the interventions. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had an autofill failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, b5, g4, g7, h6 (health effect-impact codes), h10, h11. Corrected fields: d1, d4, d11.

Event description:
It was reported that before use the cs100 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6, h10, h11. Corrected fields: d1, d4, d5, h4. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported issue.

Event description:
N/a.